Event description:
It was reported that 1 bd phaseal¿ optima injector had injector and mating component issues. The following information was provided by the initial reporter : the user facility reported issues mainly with the 5fu pumps and the n-35 & n-40 pieces which have resulted in three spills over the last two days requiring pharmacy attention to clean up. Furthermore little bit of movement is creating a slight disconnect between the two pieces and as the fluid is running it is ever so slightly leaking out of the connector pieces and into the clamps.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no physical samples that display the reported condition were provided for investigation. One photo which displays the connector and injector was received. Through visual inspection, no damage or defects can be observed on the optima injector or luer threading that may have lead to the reported disconnection. A device history review was performed for lot 2110307, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that 1 bd phaseal¿ optima injector had injector and mating component issues. The following information was provided by the initial reporter : the user facility reported issues mainly with the 5fu pumps and the n-35 & n-40 pieces which have resulted in three spills over the last two days requiring pharmacy attention to clean up. Furthermore little bit of movement is creating a slight disconnect between the two pieces and as the fluid is running it is ever so slightly leaking out of the connector pieces and into the clamps.